Manufacturer narrative:
(B)(4). Unit powered up properly after the test battery was installed. No power up/start up anomaly noted. All operating currents are within specification. Off no power alarm functions properly. Unit passed the displacement test, rewind test, self test and a21 error test. No rewind anomaly noted. Unit was unable to prime during the prime/a33 test due to loose/protruded drive support disk. Unable to perform the basic occlusion test, occlusion test, excessive no delivery test and the dat test due to prime anomaly. Unable to complete the functional test or verify drive/motor anomaly due to prime anomaly. The motor was tested outside of the unit and passed. Unit had cracked case near the reservoir tube, cracked reservoir tube window and cracked reservoir tube lip. The test p-cap and reservoir does lock in place in the reservoir compartment. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump motor did not start back up after battery change. It was also reported that the insulin pump was rewinding slowly and there was crack alongside of insulin pump casing. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.